Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states - bad vacuum on tubes, the account had numerous packs all with the same lot number, but only one pack of tubes was impacted.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states - bad vacuum on tubes, the account had numerous packs all with the same lot number, but only one pack of tubes was impacted.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify an exact root cause for the indicated failure mode.